Manufacturer narrative:
Additional information was received on (B)(6) 2019. The impacted product was a 750cc mentor memorygel breast implant. Section d has been populated with all available information. The implant date was updated to (B)(6) 2018. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation revision to replace with an unknown mentor gel implant and experienced infection post procedure. The incision site on the right prosthesis was infected and the patient had a second procedure in which the wound site was cleaned, and implant was placed back in the patient. The patient was treated with antibiotics (keflex +amoxicillin), but this was ineffective. On (B)(6) 2019 the patient had another surgery to drain the site and replace the implant.